Event description:
It was reported that the right ventricular lead exhibited high thresholds and oversensing. The lead was explanted and replaced. The device was returned to the manufacturer after being explanted due to reaching the elective replacement indicator and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Product ID 5076 implantable pacing lead implanted: 2002 (B)(6). (B)(4).